Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 309653 and lot number 0118610. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip syringe needle was blocked during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: ¿patient's spouse reported that they had to get a new pump this summer as the syringes were leaking and gumming up the pump that they had. Previous pump was approximately 8 years old; however this has happened another 3-4 times since. Patient's spouse has indicated that he believes there may have been something wrong with the syringes. It was not clear how much of the medication may have been missed.¿